Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Failed power supply was returned to (B)(4) lab and it was determined that the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported the device will not power on. There was no reported patient involvement.

Event description:
The customer reported the device will not power on. There was no reported patient involvement.